Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted. The complainant reported during a revision surgery all the attune devices were removed. Surgeon elected to insert attune trial instruments as spacers until the infection was eradicated. The use of the attune trial instruments as spacers is not recommended by depuy. Trial components are not designed to be left in the patient. The material of the attune trial instruments are is not implant grade material. The root cause is attributed to user error. The investigation did not find any evidence of product error as a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). For product information received. Depuy synthes has been informed that the lot number is not available.

Event description:
Surgeon elected to implant attune trials as a spacer until the infection is eradicated.